Event description:
Patient was alone in her retirement living unit when the end nut of the folding mechanism on a four wheeled walker reportedly came loose causing the unit to collapse. She fell on the walker handle bruising her ribs.